Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thought they tore the ins out of some scar tissue- the ins was loose inside and was moving around/pushing the skin out which was really painful. The patient had lost a lot of weight since implant. They mentioned that the ins was great and they had a couple of hiccups in the past but nothing that could not be programmed. No further complications reported.